Event description:
Authorized distributor in (B)(4) reports domestic repair and device, replacing the internal battery when failure message appeared. Based on the info received, the potential risk associated with the reported event is classified as critical since a non-working internal battery will terminate treatment, with a high priority visual and audible alarm, if device used is not connected to mains. Based on the info provided at this time, including unk pt outcome, the event is considered reportable per 21 cfr part 803.3.